Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the helix system for the leads were not working. New leads were used. Further information was requested but not received. Related manufacturer reference number: 2938836-2019-17681.